Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The clinic tested the system and could find noise in the secondary and primary sensing vectors. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The clinic tested the system and could find noise in the secondary and primary sensing vectors. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis yet; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device has not been returned yet. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.